Event description:
During mitral valve annuloplasty, a gooseneck camera holder was being put into position. The holder consists of 30 hollow cylinders called ball joints through which a multi-strand cable runs. The holder came apart causing these 30 hollow cylinders to slide off. Some fell to the floor, others into the surgical site. It was thought that all had been retrieved, but an x-ray of the chest performed after discharge revealed the presence of a foreign body in the pulmonary vein. The pt returned for add'l surgery to retrieve one of the hollow cylinders from the pulmonary vein.